Event description:
At conclusion of a cardiac surgery procedure, surgeon attempted defibrillation via sync control from a pt monitor. On first attempt, sync pulse failed. Second attempt was successful.